Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken tube extension at the orange plastic section. A broken piece was returned, measuring roughly 1.83mm 4.06mm. Thermal damage was not observed.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the 8mm monopolar curved scissors instrument had broken tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was physically broken by the jaws of the instrument. There is no material missing from the distal end of the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.